Event description:
Tip of guidewire broke off into soft tissue of the neck. Size less than 1mm. Interventional radiologist and pediatric surgeon recommend no intervention. Item intentionally retained.